Manufacturer narrative:
(B)(4). The device was received the upper jaw damaged at the retention pin area. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported the enseal instrument wouldn't activate during a total laparoscopic hysterectomy. A second instrument was used to complete the procedure with no consequence to the patient.